Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right ventricular (rv) lead exhibited noise, and the noise was reproducible via isometrics. It was also noted that the lead was fractured. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information noted that noise was over sensed.